Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it is stated - ""this event occurred in some needle-sutures in a row"" please confirm and provide the correct total qty of suture-needle devices involved with issue for this event report? No update information of quantity of product involved was provided from initial information. Was this noticed during same (single) or or multiple procedure/patient events? No information. If multiple procedures then provide below: please confirm the specific number of patient events? Have any of these events been previously reported to ethicon?if yes, please provide complaint file number/ affiliate number? For each patient event please provide additional complaint details: event description event occurrence product code and lot number. Event date. Procedure name. Patient consequences/ae report if any? Any medical/surgical intervention or treatment provided to patient post-op? Total qty of sutures involved?. Sample return, if any? No further information will be provided. The single complaint was reported with multiple events. There are no additional details regarding the quantity or additional patient events. Attempts were made to obtain the information and no additional details were provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown plastic surgery on (B)(6) 2018 and suture was used. During the procedure, the suture was detached from the needle during interrupted suturing. This event occurred in some needle-sutures in a row. There were no adverse consequences to the patient. Additional information had been requested and was received. No further information to be provided.